Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 6. Customer reporting that known rhogam samples are failing to react with 0.8% resolve panel a lot # vra312. According to customer, 4-6 patients' samples were tested with 0.8% surgiscreen with pos abs screens with cell #1 (?) And cell # 2 (1+). Additional testing was performed using 0.8% resolve panel a, lot # vra312, where no reactivity noted. (Customer tested with the entire panel). Because of history of rhogam administration, customer is concluding that the positive abs reaction is due to the rhogam (passive d). However, customer is concerned for the lack of reactivity with the d+ cells on the resolve panel especially with the r2r2 cells. No details provided on date of rhogam administration to patients' involved issue started on: last week. Reported 10-8-2018. Methodology used: vision. Error code: no error codes received. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards / cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Tsc discussed with customer that titers on rhogam samples might be low, hence the non-reaction with donor cells. Discussed antigen/antibody reactions and recommended increased incubation, but customer does not want to perform the additional testing.